Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a 71-year-old female undergoing a left main artery and left anterior descending artery procedure was implanted with an impella cp device for mechanical circulatory support. At the time of peel-away sheath removal, there was blood loss. The patient's blood pressure dropped and inotropes were given. The field representative did note that "two pints" of blood were delivered back to the patient. Additionally, the team had a successful closure of the artery with perclose and angioseal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿